Manufacturer narrative:
Device evaluated by MFR: a promus select ous mr 12 x 3.00mm stent delivery system catheter was returned to the complaint investigation site (cis). A visual and tactile inspection identified no issues with the hypotube shaft. A visual and tactile examination identified multiple polymer extrusion kinks. The stent was not returned for analysis. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Balloon cones were reviewed, and no inflation attempts are noted as the crimp marks are visible, and the balloon is tightly folded. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 06feb2026. It was reported that crossing difficulties occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 12 x 3.00mm promus premier select drug-eluting stent was advanced for treatment, but the device failed to cross the lesion. The procedure was completed with another stent. No patient complications were reported. However, returned device analysis revealed stent detachment.